Event description:
Same case as: 2134265-2015-03568. It was reported that thrombus and a small ischemic area occurred. The patient underwent a left atrial appendage (laa) closure procedure with a watchman® access system (was) and a 21mm watchman ® laa closure device & delivery system (wds). The activated clotting time (act) was 384. After a guedel tube was placed, the patient suffered an epistaxis and his nose was tamponed. The patient was then intubated. During the procedure, transesophageal echocardiogram revealed small blood clots on the was and on the aortic valve. The blood clots were extracted through the was. The was exchanged and an additional bolus of heparin was administered. The procedure was then successfully completed. Post procedure a cardiac CT scan revealed a small ischemic area. The patient was extubated the following day with no adverse effects. The patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).